Event description:
It was reported that the customer had a low blood glucose level of 39 mg/dl when she came home from school. Customer stated that it took a few hours for her blood glucose level to come up. Customer was experiencing low blood glucose levels throughout the day. Customer's current blood glucose level is 77 mg/dl. Customer treated with apple juice, crackers, and regular candy. Customer was not admitted for medical treatment. Customer already removed the reservoir and discarded it. Pump passed the displacement test. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.